Event description:
Allegedly, the patient underwent a supra-cervical hysterectomy and bilateral salpingo-oophorectomy procedure on (B)(6) 2011 in which a morcellator was used, and six days later the patient was diagnosed with adenosarcoma with sarcomatous overgrowth. The patient passed away on (B)(6) 2012.

Manufacturer narrative:
There was no indication of a malfunction of the device.